Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the mfg for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that csf was observed in the middle ear during implantation surgery and that the active electrode was inserted through the round window. Due to csf leakage a revision surgery was conducted, a few days after implantation, to further seal the insertion site. At device activation, on (B)(6) 2014, all channels were activated with normal charge levels. When the pt returned to the clinic for a fitting appointment, on (B)(6) 2014, csf leakage and fever were observed. The pt was hospitalized and treated for meningitis. The pt has now recovered and was re-implanted with a device with a form 19 electrode on (B)(6) 2014. During revision surgery, it was planned by the surgeon to perform a petrosectomy and obliterate the middle ear with fat and close the ear canal.